Event description:
It was reported that suture placement was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when pulling the needles out of the barrel, no sutures were attached. A second prostar xl was used to complete the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by the hospital. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis noted the green coiled suture lumen was not returned. During the device analysis, needles and sutures were deployed successfully without difficulty; therefore, the reported failure to deploy could not be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.